Manufacturer narrative:
H6; code 400: yielded jaws. Facility experienced an event with ligaclip endoscopic rotating multiple clip applier on 6/12/97 while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974184. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no; damaged jaws, yes; and damaged cutter, na. Functional tests & results: antibackup functional, firing: feed conform, jaws: hold clip, and lockout functional, yes; firing: form conform, no; and jaws: inside width at tips, .208. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed a over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clips would not hold. The clips were removed by thesurgeon. There was no patient consequence.